Manufacturer narrative:
The system generated a hydro sm error and the customer found fluid leaking from the hydro area. The customer could not isolate the source of leak. The leak was contained with paper towels. The customer cancelled service request, but stated they had a bci field service engineer (fse), who was on-site on (B)(6) 2011, check the system and no problem was found.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. No injury was reported, and there was no effect to patient or users.